Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was not able to verify the customer's reported issue. Visual inspection revealed ac power adapter lemo connector pins 1, 2, 3, 4 and 5 are not burned. The service technician scrapped the ac power adapter as a precaution.

Event description:
The customer reported model palmtop ventilator ac power adapter was used without the pigtail attached and the connections were burned. At this time, it is unknown it there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.